Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports the aligner chipped a small corner of the tooth due to the small piece of aligner that was in between the two teeth. The aligners have been worn for 22 weeks and although they have helped, patient is not happy with the results and the chipped tooth. The clinical support assessment indicated the[?] Chipped u22 (oc [occlusal cants]) fit is not wnl (within normal limits), customer did not send the requested photos.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.